Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box. The axium prime coil returned within introducer sheath. Visual inspection/damage location details: the axium prime coil pushwire was found to be broken but retained by release wire at break indicator, kinked at ~20.3cm and kinked at ~65.8cm from proximal end. The implant coil was found to be stretched and damaged within the introducer sheath. The coil was unable to be pushed out from within the introducer sheath for further evaluation as it was found to be stuck within the introducer sheath. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: no device malfunction was reported with the axium prime coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no complaint from the customer regarding this device. However, analysis found deficincy with the device.